Event description:
A volume discrepancy was reported. The expected reservoir volume was 3 ml and the actual reservoir volume was 9+ ml. It was also reported that the health professional was able to aspirate the reservoir, but was having difficulty filling it. The pt experienced a loss of therapeutic effect. It was unk if there were any alarms. No diagnostic studies had been performed. Device troubleshooting was recommended. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from hcp, a follow-up report will be sent if additional information becomes available.